Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. The dentist findings are patient presented with a class 1 incisal relationship with a previous history of orthodontic treatment. There is a lower bonded retainer in situ which is causing calculus build up. They have generalized tooth wear occlusally, abrasion cavities, generalized gingival recession and severe pocketing in the upper quadrants in the molar regions of 7-9mm. Dentist advised patient that orthodontic treatment is not recommended at present as there is active periodontal disease. Orthodontic treatment can make this worse and lead to further gum, bon and eventual tooth loss.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.